Manufacturer narrative:
An even of device embolization during the procedure, obstruction, arrhythmia and patient death was reported. The presumed cause of death was reported that the patient had complication during the procedure. Field indicated that the patient had challenging anatomy, and the device needed to be repositioned several times. It was noted that the device had embolized into the left ventricle resulting in a partial blockage of blood flow. The patient had arrhythmia and was partially hemodynamic instable. Based on medical review performed at abbott, "during the procedure, the 28mm amulet device was reported to be difficult to position within the laa, requiring multiple repositioning attempts. Fluoroscopic imaging revealed a non-coaxial alignment between the device and the delivery system. The device was ultimately implanted without evidence of peridevice leak. Embolization occurred at the end of the procedure, with the amulet device subsequently crossing the mitral valve and entered the left ventricle. This event appears to be a procedure-related mortality rather than a device malfunction." A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported device embolization could not be conclusively determined. The cause of the partial obstruction was a result of the device embolizing. The cause of the reported death could not be conclusively determined. The reported surgical and unexpected medical intervention were result of case-specific circumstances as an attempt to snare the device was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was successfully implanted in the laa. The patient had challenging anatomy and the device needed to be repositioned several times. A gentle tug test was noted to have been performed. Later, it was noted that the device had embolized into the left ventricle resulting in a partial blockage of blood flow. The device was retrieved via snare after six hours to resolve the event. The physician alleges that the position and orientation of the device was the cause of the embolization. The patient was taken to the ICU to be monitored. The patient have had arrhythmia and was partially hemodynamic unstable. On the same day the patient passed away in the ICU due to multiple organ failure. Since the patient had a complication during the procedure, this is assumed to be the cause of death.